Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded. The hypotube and inner/outer shaft was microscopically examined. The hypotube broke/fractured 81cm from the strain relief and had numerous kinks in the hypotube. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-aug-2016. It was reported that shaft kink occurred. The 70% stenosed, 18mm x 2.0mm target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2 mr, 2.00mm x 20mm maverick²¿ balloon catheter was advanced for dilatation. However, during the procedure, the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.